Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) was failed to sense. The icm was replaced and the procedure continued with new icm on (B)(6)2022. No patient consequences reported.

Manufacturer narrative:
The reported event of ¿failure to sense¿ could not be confirmed. The device was received in normal working conditions. Analysis performed including sensing test and longevity assessment did not find any anomalies.